Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was protruding out of the skin and painful. It was reported that the ipg had slightly flipped. The patient also had issues with charging the battery. Computed tomography scan was taken and the results were reported to be negative. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned because it was bulging out. There was no skin breakage noted. The lead and clik anchors were replaced per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted lead and clik anchor were not returned to bsn.

Event description:
A report was received that the patient's ipg was protruding out of the skin and painful. It was reported that the ipg had slightly flipped. The patient also had issues with charging the battery. Computed tomography scan was taken and the results were reported to be negative. The patient will undergo a revision procedure.